Event description:
The report received from the sales representative indicated that the stent was dislodged from the balloon during the procedure. It was captured and removed without any consequences to the patient. Access was attempted from the right femoral artery. Lvef was 35%. Angiography revealed 3-vessel disease in the lad, circumflex and rca. Pci was performed on a lesion in the circumflex which was pre-dilated with a 2.0x12mm sprinter balloon at 12 atm balloon before a 2.5x23mm cypher was attempted to be advanced into the circumflex artery and encountered resistance early in the proximal circumflex. Attempts to withdraw the stent encountered resistance and the stent dislodged from the balloon. A 4mm gooseneck snare was used successfully to retrieve the stent. The stent was brought down to the level of the femoral sheath and due to deformity of the stent, this was unable to be brought into the guide and all equipment including the sheath was withdrawn in unison. Another re-pci attempt of the circumflex was planned for later that day.

Manufacturer narrative:
Please note that the size of the cypher stent was 2.5x23mm, but catalog and lot numbers of this device are not currently known. However, further attempts are being made to obtain this information. In addition, the product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.